Event description:
It was reported that when the variable angle locking screw 2.4mm was taken out from the sterilization box, a thing like shaving waste had adhered to the base of the locking screw. It was immediately exchanged with another locking screw and the procedure continued with no further problems. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and visual inspection showed no signs of any use or damage. The tin coating was intact. A chip wrap was present and visible around the shaft, near the head. This was identified to be a burr produced during the thread turning operation and was not removed during subsequent processing. As chip wrap of this type is produced during manufacturing, this complaint is valid from a manufacturing standpoint. This issue has been identified and being investigated in an internal corrective action. Placeholder.